Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue can most likely be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable thyroid results for one patient from cobas e 801 module serial number (B)(4). The sample was submitted for initial investigation and was tested on a cobas e 801 module and an architect analyzer. Refer to the attachment to the medwatch for all patient data. This medwatch is for elecsys ft4 iii assay. Refer to the medwatch with patient identifier (B)(4) for the elecsys tsh assay. The customer reported out the results to a physician.